Event description:
Information was received indicating that testing, a smiths medical cadd solis vip pump exhibited alarms every time latch was closed, and it was noted that the downstream occlusion test was over 40 psi. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be duplicated. The dso sensor will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.